Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e226 is displayed, corrosion on coupler unit and water tightness is lost. Based on the results of the investigation, a root cause could not be identified for the corrosion on coupler unit. Flickering image and error code e226 due to poor contact of board unit. Due to poor water tightness of button, water tightness is lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a flickering image. The issue was found during inspection for use. There were no reports of patient involvement.